Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the stent dislodgment appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity and heavy calcification in the left common iliac. When the omni elite was being pulled back into the sheath to reposition, the stent came off. There was no resistance noted prior to the stent dislodgement. An armada 35 balloon catheter was advanced through the dislodged stent and placed at the target lesion. The stent was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.